Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown. The customer's mother also stated that they were not able to rewind the insulin pump. The product will not be returned for analysis.